Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, endometriosis, anxiety, depression, pelvic pain, menarche (age of menarche: 13), dyslipidemia, varicella, hpv positive rectal squamous cell carcinoma, anxiety, parity 2, gravida ii and illness. The patient had a family history of hypertension, prediabetes, osteoporosis, hypotension, heartbeats irregular, cerebrovascular accident and migraine. On (B)(6) 2021, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic tap block, robotic tlh/bs/cysto). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pre-surgical diagnosis: persistent pelvic pain. Tissues: uterus with or without tubes/ovaries - uterus with bilateral fallopian tubes gross description: there are two fallopian tubes attached; the right measures 7.5 cm in length with an average diameter of 0.6 cm and the left measures 7.5 cm in length with an average diameter of 0.8 cm. Final diagnosis: uterus and bilateral fallopian tubes, resection. Late secretory phase endometrium. Benign cervix.. Benign bilateral fallopian tubes. Addendum: dissection confirms the presence of ¿essure¿ devices in their proper locations at the uterine cornu and fallopian tubes bilaterally. [Ultrasound scan] on (B)(6) 2017: uterus: retroverted, total uterine length with cervix is 8cm. Size: longitudinal 48 mm. Anterio- posterior 52 mm. Transverse 62 mm. Volume: 81.0 ml. Endometrium: endometrium clearly visualized. Endometrium thickness total: 8.0 mm. Comment: essure devices located bilaterally on each side. Right ovary: visible. Right ovary size: 35 mm x 21 mm x 19 mm. Volume: 7.3 ml. Left ovary: visible. Left ovary size: 35 mm x 19 mm x 19 mm. Volume: 6.6 ml. Cul de sac / pouch of douglas: no free fluid visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, endometriosis, anxiety, depression, pelvic pain, menarche (age of menarche: 13), dyslipidemia, varicella, hpv positive rectal squamous cell carcinoma, anxiety, parity 2, gravida ii and illness. The patient had a family history of hypertension, prediabetes, osteoporosis, hypotension, heartbeats irregular, cerebrovascular accident and migraine. On (B)(6) 2021,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (laparoscopic tap block, robotic tlh/bs/cysto.). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pre-surgical diagnosis: persistent pelvic pain. Tissues: uterus with or without tubes/ovaries - uterus with bilateral fallopian tubes gross description: there are two fallopian tubes attached; the right measures 7.5 cm in length with an average diameter of 0.6 cm and the left measures 7.5 cm in length with an average diameter of 0.8 cm. Final diagnosis uterus and bilateral fallopian tubes, resection: 1. Late secretory phase endometrium. 2. Benign cervix.. 3. Benign bilateral fallopian tubes. Addendum: dissection confirms the presence of ¿essure¿ devices in their proper locations at the uterine cornu and fallopian tubes bilaterally. [Ultrasound scan] on (B)(6) 2017: uterus: retroverted, total uterine length with cervix is 8cm. Size: longitudinal 48 mm. Anterio- posterior 52 mm. Transverse 62 mm. Volume: 81.0 ml. Endometrium: endometrium clearly visualized. Endometrium thickness total: 8.0 mm. Comment: essure devices located bilaterally on each side. Right ovary: visible. Right ovary size: 35 mm x 21 mm x 19 mm. Volume: 7.3 ml. Left ovary: visible. Left ovary size: 35 mm x 19 mm x 19 mm. Volume: 6.6 ml. Cul de sac / pouch of douglas: no free fluid visible. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.